Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was sick and consumed food and experienced a blood glucose (bg) level of 410 mg/dl. The customer delivered a quick bolus to address bg level; however, the customer was unsure if the bolus had been delivered. Tandem technical support confirmed that the bolus had been delivered and explained to the customer regarding insulin on board (iob- active insulin in the body). The customer acknowledged the information provided.